Event description:
Closed reposition under anesthesia of the luxated hip was reported within an observational sl-plus mia ha clinical study. A first revision surgery due to recurrent hip luxation is filed under (B)(4) (your ref. 9613369-2012-00029).